Event description:
It was reported that the images on the 9900 system went blank during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended, and put back into service.